Event description:
It was reported that the programmer displayed an error message and would not boot up. The programmer was returned for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the programmer booted up with a system error and that the logs revealed that this error had occurred many times in the past. Analysis also found that the cooling fan was noisy.